Event description:
Pump was reported to go an entire evening without delivering any pain medication to the pt. The facility's materials manager reported this situation and was not able to provide a clinical contact. The materials manager did report that the pt was recovering from gastric surgery and was in pain due to not receiving. The pump reportedly showed that it had delivered, but the syringe was still full. The facility's materials manager had no report of any pt injury or medical intervention being needed for this situation. The facility's materials manager was also unable to provide any specific details regarding the pt demographics, medication involved and the set-up of the device.